Event description:
Caller reported tandem mobi cartridge alarm on multiple dates. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarm and decided to replace the pump. The customer was informed about receiving a new pump with updated software and was advised on how to handle the return of the problematic pump. The customer acknowledged the instructions and agreed to return the pump within 10 days using the provided return box and pre-paid label.